Event description:
Device broke while in patients eye.

Manufacturer narrative:
·The device in question was manufactured on 8/8/22 - 15 months old. ·the design profile for the lens was reviewed. The thickness was adequate and per specification, and the designs were stable ·the fit connect work order and process control log were reviewed - the thickness was adequate and per specification, and the design was stable. The device was manufactured correctly and within all specified tolerances ·no other complaints have been logged for this specific b&l material lot number ·a review of the nonconforming materials reports shows no ncr's logged for this specific material lot number ·the b&l certificate of analysis and incoming inspection reports for the lot were reviewed - no issues with the material.